Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and functional flow rate test were performed. Which confirmed the reported condition. The cause was determined to be related to the manufacturing process. The manufacturing facility has conducted awareness training for the manufacturing personnel involved in the manufacture of the product and has also performed modifications to manufacturing machinery to address this issue. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set, with control-a-flo regulator, had overinfused during an infusion. The setup included a non-baxter primary administration set and a non-baxter infusion pump. The customer reported that a nurse hung a bag of 1000 ml of d5w (5% dextrose in water ) and set the flow rate on the control-a-flow to infuse at a rate of 75ml/hr. However, when the nurse returned one hour later it was observed that the entire bag had infused. A pharmacist tested the set, by setting it to infuse 25 drops per minute, however it delivered 58 drops in 15 seconds. There was patient involvement , however there was no adverse event reported. Additional information was requested and is not available.